Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Asae: the cause of the access site adverse event could not be definitively determined as limited clinical details were provided. Optical signal issue: data logs were reviewed and a persistent "placement signal low" alarm was noted. No other alarms related to placement signal were noted. No motor current spikes or trends in placement signal observed at time of alarms. The cause of the optical signal issue could not be determined as limited clinical details were provided and no product was returned for evaluation. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella cp the patient had some oozing both groins and patient having frank. Manual pressure held and decision by faculty to hold heparin for now. Spoke with fellow and rn. Aortic diastolic on arterial line correlating with automated impella controller aortic diastolic pressure. Echocardiogram showed stable position of impella at 3cm. The audio for placement signal alarm was silenced. The patient remained on support for an additional day with successful weaning and the patient survived.